Event description:
Caller reported that the battery of the t:slim x2 pump would not charge, and attempts to resolve the issue with different charging equipment were unsuccessful. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump. The customer will continue to use the current pump as a backup therapy until the replacement arrives.